Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot numbers include 1322203 and 1236433. Other expiration date includes 2026-08-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are 2021-11-18 and 2021-08-24.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter translated from french to english: we have received a market complaint from our customer concerning the presence of black particles in the barrel of the syringe. To date, 5 syringes have been affected (see photos). The batches of syringes concerned are n°1322203, 1236433 and 1320448. Could you please investigate the manufacture of these 3 batches to determine the probable origin of these particles (gasket, silk-screen printing, etc.).

Manufacturer narrative:
Three photos were provided to our quality team for investigation. All three photos show one loose syringe filled with an unknown whiteish fluid with one black dot on the barrel. Two photos show the syringe lying on a table next to an unknown box labeled "diphereline - 3.75mg", and one is a close-up image of the syringe, with each syringe showing the dot in a different area of the barrel. The condition observed is non-conforming per product specification. It cannot be determined from the photos provided if the dot is inside or outside of the barrel. A physical sample is required for a more thorough evaluation. Furthermore, a device history record review was completed for provided lot numbers 1322203, 1236433 and 1320448. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Three photos were provided to our quality team for investigation. All three photos show one loose syringe with one black ink dot on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the ink dots defect is associated with the marking process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot numbers 1322203, 1236433 and 1320448. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.